Event description:
Product analysis on the explanted generator was performed which showed that the device was not at end of service and therapy was being delivered. The device output signal was monitored for more than 24-hrs in the pa lab, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device met electrical specification requirements for output backup capacitors at the time of manufacture. The reported inability to communicate with the device was due to the c19 component, which is captured in manufacturer report number: 1644487-2013-00764. Good faith attempts for additional information have been made; however, they have been unsuccessful. No additional information has been received.

Event description:
It was reported through clinic notes received on (B)(6) 2012 that the patient had been seen in the ER for breakthrough seizures on (B)(6) 2012. The patient's off time was lowered at the following appointment on (B)(6) 2012 to 5min. The patient has since been referred for revision. Surgery is likely but has not occurred to date. Attempts for additional information are in progress.

Event description:
Additional information was received on (B)(6) 2013 indicating that the patient had a generator replacement performed on (B)(6) 2013. At that time it was reported that the generator could not be communicated with due to eos. The generator has since been returned to the manufacturer, however product analysis has yet to be completed. Results of a battery life calculation were negative, indicating that the generator may be at end of service. No additional information has been obtained regarding the increased seizures.

Manufacturer narrative:
Analysis of programming history.